Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, yellow particles in the shell, an opening on the posterior, a delamination of the plug strap and a calcification (approx. 10%). A leak test and microscopic analysis was performed which identified a sharp opening on the posterior and a delamination of the plug strap (>75% total separation). A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result is was no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A delamination total of the plug strap (cohesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation and implant exchange due to concerns with the product. Device remains implanted.